Manufacturer narrative:
Device evaluation: visual review confirms rod breakage. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface smearing is noted on one fracture surface. Microscopic examination of the fracture surface identified a fairly flat fracture in the area of propagation with faint convexed striation consistent with cyclic fatigue. Then transitions to a step angle ~half way through the rod and moves into an angular fracture more consistent with material overload. Dimensional examination of the rod diameter confirms the rod diameter is within print specification. The above observations are consistent with a multi-modal fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device (catalog # 1476000500, 510(k) # k091974, UDI # (B)(4)) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post op x-rays from thoracic lumbar fusion shows rod fracture. L1-2 vertebral bodies are eroded/collapsed. The pathology is anterior hardware placement upward appropriate. It would be helpful to have a whole spine x-ray to assess surgical balance a fusion for hardware failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with pseudoarthrosis at l1, l2 and underwent posterior fusion at t10/l4. Post-op, the rod breakage was observed on both the sides. As for the right side, the rod was broken at the cranial side of the screw on l1/2, and as for the left side, the rod was broken at the cranial side of the screw on l3. It is unknown whether bone fusion was achieved. As a result, re-operation was performed. One level extension was performed and reinforcement was performed with dual rod. No patient complications were reported as the result of the event.